Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - failure (event) observed during analysis. This event initially reported through authorized alternative summary reporting (asr) in report-period quarter = -3- year = -2003- and exemption-(B) (4)-. (B) (4)